Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. The explanted ipg and lead will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2021.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 20075995.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. The explanted ipg and lead will not be returned.